Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product as well as capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken plug strap and an opening on the anterior. A leak test and microscopic analysis were performed which identified a striated opening on the anterior side and a sharp break on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated opening assessed as surgical damage consistent with the use of a surgical tool and a sharp opening on the plug strap assessed as an unidentified tear opening. Additional, corrected, and/or changed data: b.7, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product as well as capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product as well as capsular contracture, baker grade iii. Device has been explanted.